Event description:
User reported that during bypass, arterial roller pump began briefly stopping and restarting without any error messages or alarms. The perfusionist chose to continue bypass with pump, behaviour stopped occurring around 30 minutes before bypass was ended. Pump was inspected immediately after case. Pump was run at max rpm, with and without tubing, and with and without external power. Sap cable was manipulated, roller head was turned to both stops, and lid was pushed and open/closed. Error was not reproducible. Outer case was inspected for damage, none found. Case was removed and ground clips inspected and appeared to be making contact.

Manufacturer narrative:
Conclusion awaiting results of investigation.